Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that low voltage alarms occurred. The patient believed the black and white cables were crossed and a no external power alarm occurred. The system controller's backup battery provided power to the pump and the patient switched the cables back to the correct configuration. The patient was asymptomatic. No further information was provided.